Manufacturer narrative:
Voluntaries medwatch was rec'd on (B)(6) 2011. The delivery sys has been rec'd recently for eval and internal investigation. Further info and results will be sent once the investigation is completed.

Event description:
.